Event description:
As reported: patient undergoing angiographic aneurysm embolization. During the procedure, the catheter balloon was found to be malformed when fully inflated. The balloon was therefore unusable. They used a second scepter with success. No consequences for the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned balloon microcatheter found the balloon coating damaged, causing the device to initially inflate unevenly during functional testing, which is consistent with the alleged product issue. However, the balloon eventually inflated with normal shape during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the coating damage, but the damage is consistent with insufficient hydration before inflation or with the balloon being set down after hydration.

Event description:
No additional information received regarding the event.